Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml, 5.5 mg/day) via an implantable infusion pump. It was reported infection occurred at the pump site. The patient experienced redness, drainage, fever and pain in the pocket. The surgical wound was torn open at work shortly after which infection set in. Culture and aspiration was done. The pump and catheter were explanted and the patient was on antibiotics as well as pain medication to manage withdrawal. The issue was resolved at the time of the report and patient status was alive with no injury. No further complication was reported.